Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Undersensing was noted on the device. Undersensing was noted during postural changes of the patient. Programming changes were performed to adjust sensitivity.